Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pseudo repair for failed hardware c2-c7 posterior cervical fusion procedure: original posterior cervical fusion from c2-c7 was performed approximately 2 years ago. Posted screws were placed in c2 with small connectors. At first post op follow up (6 weeks) the connector had failed and broke in the patient. It was reported that the product was implanted roughly 2 years ago. Post-op, the connector had failed and broke in the patient. Solid fusion was not achieved. Additional surgery was performed as a result of the event for removal.

Manufacturer narrative:
Additional info: product analysis: the connector was returned missing two components: (B)(4) and (B)(4). The connector has been pulled apart. Component (B)(4) appears to have been forcibly pulled apart from (B)(4). The returned components were reassembled and held in place. It would appear that overload from a linear pulling force caused the connector to separate. If information is provided in the future, a supplemental report will be issued.